Manufacturer narrative:
The pump error was found in the formatted history file with a defect number due to a software error. The pump was received with a cracked and scratched keypad overlay. The pump also had minor scratches on the lcd window and case. No cracks were noted at the pump casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed and has a crack on the screen. The customer's blood glucose was unknown.